Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) device prompted iab loop leaks. The device was replaced. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the safety disk of the device was loose. After reinstalling, all functions of the device were tested. The test results met the requirements and can be delivered to customers for use.

Event description:
N/a.